Event description:
It was reported that the user has no hearing response on three channels during single channel stimulation. Currently, 10 channels are usable for stimulation; however, channels 7-9 also seem unusable due to no response regardless of the stimulation. Implant check was conducted on (B)(6) 2024. During the appointment 6 channels were deactivated due to insufficient benefit from these, which resulted in lightly better sound quality. A CT scan was planned. The user has been re-implanted on (B)(6) 2025 due to a complete electrode migration out of the cochlea.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Further, during device investigation damage to the active electrode due to device minute mobility causing fatigue wire breakages was found. Other mechanical damages are related to the removal surgery. This is a final report.

Event description:
It was reported that the user has no hearing response on three channels during single channel stimulation. Currently, 10 channels are usable for stimulation; however, channels 7-9 also seem unusable due to no response regardless of the stimulation. Implant check was conducted on (B)(6) 2024. During the appointment 6 channels were deactivated due to insufficient benefit from these, which resulted in lightly better sound quality. A CT scan was planned. The user has been re-implanted on (B)(6) 2025 due to a complete electrode migration out of the cochlea.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.